Event description:
Same case as MDR ID 2134265-2013-09613 and 2134265-2013-09838. (B)(4). It was reported that chest discomfort and thrombosis occurred. In (B)(6) 2011, the patient was diagnosed with stable angina (ccs classification 1) and cardiac catheterization was recommended. Subsequently, the index procedure was performed on the same day. The target lesion #1 was a de-novo; totally occluded lesion extending from proximal right coronary artery (rca) to distal rca with 98% stenosis and was 95 mm long with a reference vessel diameter of 3 mm. The target lesion was treated with pre dilatation and placement of a 2.75 x 38 mm, 3.00 x 38 mm and 3.00 x 24 mm taxus liberte stents. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with chest discomfort, syncope, and shortness of breath and was hospitalised on the same day. No intervention was performed on the event of syncope. The patient was medically treated on the event in the shortness of breath. Subsequently the events were considered resolved without residual effects and the patient was discharged on the same day. In (B)(6) 2013, the patient was hospitalized. The patient was on aspirin and other anti platelet medications where the last intake was on (B)(6) 2013. Angiogram revealed 100% stenosis extending from proximal rca to distal rca. The total occlusion of rca was noted which has been reported as stent thrombosis. The totally occluded rca was attempted to be treated with angioplasty, but the attempts were unsuccessful. As the totally occluded rca was not amiable to intervention, hence medical management was recommended.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that target lesion #1 has 98% stenosis. It was specified that the 2.75 x 38 mm taxus liberte stent was placed distally, the 3.00 x 38 mm taxus liberte stent in the mid vessel, and the 3.00 x 24 mm taxus liberte stent in the proximal to the ostial portion. All study stents were overlapping. At the time of event, the patient was taking aspirin only which the last dosage was taken on (B)(6) 2013. In (B)(6) 2013, the patient was taking aspirin only. It was also attempted to cannulate the occluded right coronary artery (rca) but it became unsuccessful due to difficult anatomy and chronic total occlusion. On the same day, the event chest discomfort and shortness of breath were considered as resolved without residual effects and the patient was discharged on aspirin and prasugrel.